Manufacturer narrative:
Review of the device history records found that one kit from the associated lot required routine rework. There is no indication of any deviation or failure of the sterilization process. Due to the nature of the infection reported, there is nothing identified during the record review that indicates any potential contribution to this incident.

Event description:
On (B)(6) 2023 the patient was implanted with the nalu peripheral nerve stimulator. During a follow up with the physician on (B)(6) 2023, the doctor noted the surgical incision had discharge and was not healing as expected. Patient was prescribed an additional antibiotic for 10 days. After one week of antibiotics the doctor determined that the suspected infection was not clearing and the patient was scheduled for explant of the nalu system. Explant took place on (B)(6) 2023 and subsequent lab testing confirmed methicillin-resistant staphylococcus aureus (mrsa) infection.